Event description:
This complaint is in reference to the alcon product dailies total 1 multifocal. A consumer initially reported that had a very hard time getting the lenses out from eyes which led to rub in the cornea. Additional information received states that the material of the lens stick to the eye and are difficult to remove. Post diagnoses confirmed, the left eye had infection and for which unspecified antibiotics was prescribed. The current status of consumer¿s eye was continuing at the time of this report. Additional information regarding availability of medical records, culture test, symptom resolution and antibiotics prescribed has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).